Event description:
It was reported "the pt had a primary surgery a half year ago however it was found that the blocker, the screw, and the rod were dislocated at c1. In 2005, the pt had a revision surgery."

Manufacturer narrative:
This is the same patient and event as report number 9617544-2005-00077. H6-result: returned devices were damaged and could not be measured. It is suspected that the rod was too short, which caused the construct to fail.